Event description:
Report received of a non-delivery of nitroglycerin with no pump alarm. The pt was to receive nitroglycerin, 50mg in 500ml (100mcg/ml), at 3ml/hour. At the initiation of therapy, drops were not noted in the drip chamber. The customer contact reported that because the rate was so slow, felt it may take time for drops to be observed in the drip chamber. Ten minutes after the initiation of the infusion, the rate was titrated up to 6ml/hour. The rate was increased to 12ml/hour 20 minutes after the initiation of therapy. Drops were still not noted in the drip chamber, although the pump display indicated that 2-3 ml had been infused. The pump was removed from service. The nitroglycerin was administered using a different pump with the same tubing and IV bottle. The pt was treated with tnk, and morphine sulfate was administered ivp for the chest pain. The pt was eventually transferred to a tertiary facility for further treatment of the medical condition. Though requested, there was no additional info availabale.